Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the loading unit had a full staple complement. The proximal end of the adapter was broken and the articulation flag was bent. It was reported that the connecting part of the reload was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rygb (roux-en-y-gastric bypass) procedure, while inserting the device into the abdomen without tension, the connecting part of the two reloads broke. A new reload was used with the same handle to resolve the issue. The issue led to extended surgical time. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 030457 - 030457 endo gia r/or 60 2.5mm x6, lot# t3e069x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.